Event description:
It was reported that during a laser enucleation of the prostate, the surgeon mentioned that the laser bridge was loose. She continued the case and approximately 10-15 minutes into lasering, the laser working channel broke off into her hand. The sterile processing department (spd) was able to immediate-use steam sterilization (iuss) with another device and the case resumed without incident. Although no injuries were reported and the planned procedure could be completed with a back-up device, there was a delay of half an hour.

Manufacturer narrative:
Investigation results: the device was investigated and the reported condition was confirmed. The proximal laser guide tube is broken off where it joins the connecting housing for the scope and irrigation channels. Additionally, the sheath has minor dents and scratches that do not affect the function and are not unusual for a 10 year old instrument. Probable root cause: the probable root cause was determined to be a user error. The ragged edge of metal at the break, rather than the solder holding the tube in place, suggests repeated excessive force on the metal, either twisting or flexing. When looseness was noted, the device should have been immediately rejected and sent for repair. Section 7 of instruction for user (IFU), ga-d278 cautions the user on the limited strength of the device and the potential damage that can occur from excessive forces. Section 8 of the IFU, ga-d278 cautions the user not to use products which are damaged. Manufacturing analysis: the laser working insert 12/30 7.5fr, 8654.911, with lot number: 1291136, was manufactured on september 7, 2015. The lot consists of (B)(4) units. The entire batch was sold between january and august 2016. Historical data analysis: since delivery to richard wolf medical instruments corporation (rwmic) or other customers, two additional complaints regarding this batch have been received; however, these were due to other defects. Otherwise, no further complaints have been received. Risk assessment analysis: the subject issue of functional malfunction/loss of function due to an unusable product is present in the risk management file b6: reusable optical inserts, v00. The overall probability of occurrence for this issue remains at previously defined levels and overall risk of the device remains in the acceptable category. The risk profile remains unchanged.